Event description:
It was reported that the device does not charge for low energy settings but charges successfully at higher settings. There was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control provided the customer trouble shooting assistance and provided the power conversion pcb parts information to repair device. The device was not returned for evaluation.